Manufacturer narrative:
The conclusions are as follows: - the analysis confirms that the connection system of the subject pacemaker functioned as specified using a duplicate torque-limiting screwdriver. - the screwdriver used was not provided by microport cardioflow, and the incorrect insertion alignment resulted in the setscrew jamming and causing damage inside the cavity. - as mentioned in the manual, only the screwdriver provided with the pacemaker with an alignment of 90 degrees and shall be fully inserted into the setscrew cavity. Based on the available information, no issue is suspected on the subject pacemaker.

Event description:
Reportedly, during a pacemaker replacement procedure, the physicin has first connected the atrial lead to the ventricular connector. This connection was correctly performed without issue. Once he realised that it was not the correct channel, he disconnected the atrial lead and connect it again to the atrial connector. Once he took again the screwdriver, he found the screw on the screwdriver. He mentioned that he did not apply an excessive strength. A new pacemaker was therefore implanted instead without any issue.

Event description:
Reportedly, during a pacemaker replacement procedure, the physician has first connected the atrial lead to the ventricular connector. This connection was correctly performed without issue. Once he realised that it was not the correct channel, he disconnected the atrial lead and connect it again to the atrial connector. Once he took again the screwdriver, he found the screw on the screwdriver. He mentioned that he did not apply an excessive strength. A new pacemaker was therefore implanted instead without any issue.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.